Event description:
Literature reference: remes-troches jm, et al. "Performance, tolerability, and symptoms related to prolonged ph monitoring using the bravo system in mexico". Am j gastroenterol 2005; 100:1-5. Eighty-four pts were studied to evaluate performance tolerability, and symptoms related to a catheter-free ph monitoring sys (bravo). The capsule did not attach properly during the first attempt in four pts and the procedure was abandoned. The pts subsequently underwent successful ph monitoring with a transnasal catheter.

Manufacturer narrative:
This report is being submitted following an internal audit.